Event description:
It was discovered during an internal validation that some vitrector iii cutting heads have cracks in the irrigation adapters. The crack, when present, causes excessive and obvious leaking of irrigation fluid which may prevent replacement of aspirated vitreous fluid with irrigation fluid during vitrectomy procedures. While xomed has rec'd no reports of irrigation problems or injury in the last 24 mos, risk assessment suggests a potential for eye injury exists.